Event description:
It was reported by the contact that the customer had bene receiving multiple occlusion alarms. The customer's blood glucose level was impacted; however, the exact value was not reported. The customer reverted to manual injections for diabetes management. The contact declined the offer by tandem clinical diabetes specialist to trouble shoot to determine a possible cause of the occlusions.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.